Event description:
Patient was treated at hospital for hyperglycemia. States that insulin is cloudy and may not be through infusion set. Following removal of infusion set from pump, insulin was seen to be coming out of catridge as designed. User error likely caused event. Pump not returned for evaluation.